Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived unresponsive via air ambulance with pinpoint pupils, elevated white blood cells and elevated temperature. The patient suffered a hemorrhagic stroke on (B)(6) 2022 requiring intubation. The patient had an ongoing driveline infection with (B)(6) and was found to be septic. The computed tomography (CT) scan showed right frontal hemorrhage. On (B)(6) 2022 the patient developed a bilateral occipital lobe stroke which was due to septic emboli with two additional brain infarcts. The patient became cortically blind from this as a consequence. The patient's blood cultures remained (B)(6) for infection throughout hospital stay. The infection was treated with intravenous antibiotics. Palliative care was consulted and the left ventricular assist device was turned off. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The onset of the patient's driveline infection was reported in MFR # 2916596-2022-00620. Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively determined through this evaluation. The death was not considered to be device related. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Stroke, bleeding, neurological dysfunction, respiratory failure, infection, sepsis, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.